Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: "intraoperative or postoperative bone fracture and/or postoperative pain." This report is number 4 of 4 mdrs filed for the same event (reference 1825034-2013-00611/ 01742/ 01752/04543).

Event description:
Legal counsel for the patient alleges the patient underwent a left total hip arthroplasty on (B)(6) 2008. Patient's legal counsel further reported that a revision procedure was performed on (B)(6) 2012 due to patient allegations of pain, altered gait, clicking, tenderness, limited range of motion and loose femoral stem. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified. Additional information received in the revision operative notes indicates that the revision procedure performed (B)(6) 2012 was due to pain and a loose femoral stem. All components were removed and replaced.